Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information, the reported sleeve steering issues was due to user technique and/or operational conditions as during advancement to the mitral valve. The reported difficult to remove was a result of procedural circumstances and challenging anatomy as the clip got stuck in the chordae and could not be freed. The reported unintended movement was due to operational conditions as the clip delivery system (cds) slipped back into the steerable guide catheter (sgc). The reported difficult to open or close (clip close inability and clip open difficult) were due to user technique and/or procedural circumstances as the clip was unable to open or close when rotating the arm positioner. The reported premature activation and clip jumping were due to user technique and procedural conditions as during retraction, the clip reportedly got stuck at the interatrial septum and after force was applied, it detached from the delivery catheter (dc) shaft but remained attached to the gripper line and jumped into an inverted position. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip open difficulty, clip close inability, sleeve steering issues, premature deployment, surgical intervention and delay in the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade 4. It was noted a dilated left and right atrium. The first xtr clip was successfully deployed, reducing mr. A second xtr clip delivery system (cds) was advanced to the mitral valve; however, the cds steered too far into the commissure and became stuck in the chordae. Force was applied, but the clip could not be freed. The dc handle was retracted, but then the cds slipped back into the sgc. The cds inadvertently became heavily under-straddled, and the clip collided with the tip of the steerable guide catheter (sgc). The clip then became freed from the chordae. Both the sgc and cds were re-straddled. It was noted that the clip could not open or close when rotating the arm positioner. Troubleshooting was performed, and the clip was able to open and close again. A decision was made to replace the cds, and not continue using the clip. However, when attempting to retract the cds through the sgc, the clip would continuously open while locked. Although the clip arms were over the outside of the sgc, the physician continued to retract the cds and sgc simultaneously. But then the clip became stuck at the interatrial septum. Force was applied when the clip detached from the delivery catheter shaft causing a delay in the procedure. The clip remained on the gripper line and the clip had jumped into an inverted position. The physician pulled the cds and sgc down to the femoral vein, and surgical cut down was performed to remove the clip. The procedure was aborted. One clip was implanted, reducing mr to 3. No additional information was provided.